Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was a hospitalization for high blood glucose on (B)(6) 2015. Customer's blood glucose was unknown at the time of admission. The customer reported mild diabetic ketoacidosis was the cause of their hospitalization. Customer also reported they were disconnected from the insulin pump for three days prior to being hospitalized. Customer was hospitalized until (B)(6) 2015. The customer declined to return the insulin pump for analysis.